Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates when attempting to load a cartridge. Reportedly, the cartridge was filled with 200 units of insulin using a 300 ml syringe. Subsequently, the customer received a minimum fill notification with 150 units of insulin. The customer reported a blood glucose level of over 300 mg/dl, which was addressed by administering a manual injection. Recommendation was made by tandem technical support to use the recommended syringe per labeling instructions. Reportedly, the customer loaded a new cartridge successfully.